Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Stopped but pump was still alarming. Powered off the pump and clamped the line. Cassette was removed and tubing massaged. Green tab depressed. Air was noted. Reconnected cassette and powered on. Pump started. Clamp opened. There was a second report of no disposable clamp tubing. The pump was stopped and restarted. The settings were obtained. There was no patient injury reported.